Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station would not turn on and appeared completely unresponsive. The field service engineer disconnected drawer 3, and the station successfully powered up. The defective drawer controller board in drawer 3.2 was replaced, and the station was restored to normal operation. A final test was performed, and the customer completed an inventory count to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to turn on. The user was tried to unplug and plug back in and flipped power switch off and on, but nothing worked out. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.